Event description:
Report rec'd from the united states stating that the device was sticking. The device was being used during surgery. No pt injury or medical intervention reported. There was no add'l info provided.

Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).